Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. When it "was impossible to staple and the knife came out of the device", did the device lock-out (meaning no cut line or staple line delivered)? Did the firing knob come off of the device? If yes, did it fall into the patient? If yes, was it retrieved? If yes, will it be returning with the device for analysis? If not,was it disposed of? Please provide further detail of the event.

Event description:
It was reported that during an unknown procedure, it was impossible to staple. The knife came out of the device. The surgeon had to staple by hand. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56u4f. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.